Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 264mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.